Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient complained about 1 infusion set that fell off when she woke up. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6) patient country: united states.